Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The product support engineer (pse) advised customer that if he witnessed unit fail, then the flow sensor should be replaced. The pse advised that the testing in the manual does not state to wait for any specified amount of time before checking reading. Follow up attempts were made to obtain repair information from the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer states unit failed flow testing and wants to know if replacing the flow sensor is the only option. The customer advised that after it ran for a couple of hours it passed. There was no patient involvement.